Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as the device is not an implantable. Section d6b: if explanted, give date: not applicable, as the device is not an implantable. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient had a capsular tear on the left eye. The cataract was 2+ nuclear sclerosis, 2+ cortical and 1+ posterior subcapsular. There was no previous ocular surgery. No additional information was provided.

Manufacturer narrative:
Additional information: section h3 device evaluated by manufacturer: yes. Device evaluation: field service engineer (fse) visited site and performed a preventative maintenance (pm). System is performing to specifications. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Additional information: manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.